Event description:
The initial reporter alleged they observed invalid results using the kit cobas 6800/8800 wnv 96t ivd assay on the cobas 6800 system. The customer used west nile virus (wnv) control material from helvetica health care (hhc), concentrated at 10,000 copies/ml, which they diluted to the desired concentration using fresh frozen plasma (ffp). The customer reported non-reactive results for some dilutions of the wnv quality control material, which were expected to be reactive as they were above the assay's limit of detection (lod) of 12.9 copies/ml (lineage 1). The customer did not accept an initial explanation that these results were near the lod of the assay.

Manufacturer narrative:
The reported event occurred on a cobas 6800 system with serial number (B)(6). The investigation determined that the cobas wnv assay (lot g12494) performed within specifications. No systemic issues, non-conformances, or recent changes related to the product were identified. Data analysis indicated that the non-reactive results observed by the customer were likely influenced by a suboptimal sample matrix, potentially containing pcr inhibitors. This conclusion was supported by suppressed growth curves and variability in internal control performance for the customer's wnv quality control samples, which were not observed in roche-manufactured controls. The wnv source material used by the customer was identified as panels from zeptometrix, which have previously been associated with matrix-related performance issues in a separate case. Additionally, the use of fresh frozen plasma as a diluent may have introduced inhibitors, though this could not be confirmed. The investigation did not identify any contribution from the cobas wnv assay (lot g12494) to the reported non-reactive results. The device remains in operation at the customer site.